Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic a patient presented with an alert for scheduled transmission replacement via merlin.net. Review of the alert revealed premature battery depletion that dropped below eri. Device replacement was suggested. The patient was stable and will continue to be monitored.